Event description:
Consumer complaint of low blood glucose results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 110-140mg/dl fasting. Verified the strips expire 12/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 59mg/dl and 51mg/dl. Reviewed meter memory: 60mg/dl, (B)(6) 2015, 10:04:00 am, fasting: yes; 88mg/dl, (B)(6) 2015, 09:17:00 pm, fasting: yes; 87mg/dl, (B)(6) 2015, 04:12:00 pm, fasting: yes; 50mg/dl, (B)(6) 2015, 01:33:00 pm, fasting: yes.

Manufacturer narrative:
Product returned on 06/30/2015. Eval is in progress. (B)(4).

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 110-140mg/dl fasting. Verified the strips expire 12/31/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test, 59mg/dl and 51mg/dl. Reviewed meter memory: (B)(6).